Event description:
It was reported that a few hours after an unknown procedure, the anastomosis gave way. The patient underwent another surgical case and now the patient is in the recovery room. The device will not be returned because it was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4) = blood loss; (B)(4) (ileostomy). Additional information received on (B)(4) 2011: the sales rep just reported that the patient has died. Sales rep will provide details of the event. Additional information received on (B)(4) 2011: the patient was a female of about (B)(6) . The device was used by expert surgeons in a laparoscopic colon procedure. For the section they first fired an echelon flex (ec60a) and then they used the circular staple ecs29 for anastomosis; for this reason, the device was fired across an existing staple line. After firing, the surgeons controlled pneumatically the anastomosis which resulted perfect. Some hours later at the end of the procedure, they noticed some intraluminal blood, so they tried to repair it endoscopically. Then the patient general status degenerated also for other clinical problems and some days later she died. Additional information received on (B)(4) 2011: when they fired, the staple line was perfect and they made a leak test. When they tried to repair it endoscopically, there was blood across the staple line, particularly in one quarter, the patient at that moment lost 200cc of blood. The endoscopic repair was not successful because the patient continued loosing blood, so after 3 days the first procedure she underwent a second one. The surgeons tried to suture it laparoscopically, then they made an ileostomy. After the patient had a septic shock and after 10 days (more or less) the first procedure she died. She had a cancer and she hadn't done any chemotherapy. The device was not returned for analysis. However, the packaging lot numbers sold to the user facility were provided. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.